Event description:
Customer complaint: cannot ventilate pt, nor in manual nor in vent. Mode. The field engineer discovered that a nurse had mounted a new sodalime canister just before the start of a new pt and that the canister still had the green cover-lip on. Co tested several canisters and it is indeed easy to install a canister with the cover lip still on. When you do so and carry out a normal functional test the avance will warn you, but someone during an operation has to replace a canister it can easily happen again. Extra: threee weeks ago the same hosp managed to put that canister the other way around (drain reservoir to the front).